Event description:
It was reported that prior to completing preventative maintenance, the system was found to be non-functional. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the service call.